Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that one day post implant a dropped ventricular beat was noted on hospital telemetry. The sensitivity on the device was initially adjusted and subsequently the device was explanted and replaced. No patient complications have been reported as a result of this event.